Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). An additional manifestation of the peritonitis was elevated blood pressure. The patient outcome from the peritonitis event was unknown (previously reported as recovered from the peritonitis). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis event was manifested by fever, tachycardia, cloudy effluent, and cramping. On the same day, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (unknown dose, three times, once every 5 days) for peritonitis. Three weeks after admission to the hospital, the patient was discharged. The patient recovered from the peritonitis. The pd therapy was ongoing; however, the use of extraneal solution was discontinued. Additional information was requested, but is not available at this time. This is report 2 of 3.